Event description:
It was reported that the extension line broke at the edge of the red luer.

Manufacturer narrative:
An investigation has been initiated. The initial complaint was received (B)(4) 2011. At that time there was insufficient info to determine reportability. The event was determined to be reportable on (B)(4) 2011 and a report filed. When the investigation is complete a supplemental report will be submitted.